Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During index procedure, one endeavor sprint drug-eluting stent was implanted in the right posterior lateral artery. Approximately 20 months post index procedure, the patient was hospitalized due to a gi bleed (melena with fresh blood). Clipping was performed in the large intestine. Investigator indicated that the reported event was not related to the study device. Approximately 34 months post index procedure patient was hospitalized due to a gi bleed (melena with fresh blood). Clipping and cf was performed in the large intestine. Investigator indicated that the reported event was not related to the study device. Approximately 41.5 months, the patient was hospitalized due to a bleed in the large intestine. No intervention was performed. Investigator indicated that the reported event was not related to the study device.